Manufacturer narrative:
The purpose of this investigation was to determine the cause for the loosening of the tibial tray. The returned plus vks knee components were examined visually and with a stereomicroscope. The porous surface has bone/biological debris near the stem and peg regions of the baseplate. The articulating surface of the insert has wear scratches and burnishing due to femoral articulation. The polyethylene insert on the backside has screw head indentation marks on the backside likely occurred because of tibial tray subsidence. The anterior surface of the polyethylene insert has deep cuts likely caused during explantation. The screws have scratch marks in the shank region right below the screw head region likely due to contact with tibial tray. The femoral component was not available for investigation. Based on the available information the reasons for subsidence of the tibial tray could not be determined.

Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was required due to implant subsidence.